Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that they weren¿t aware of the sudden loss of stimulation and pain. The cause if the issue and if it was resolved was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing pain and a loss of stimulation. The patient stated that turning stimulation on would cause pain in their legs, which would cover up the pain in their back. On (B)(6) 2017, the patient¿s stimulation stopped suddenly. They tested the transmitter and it checked out fine. Two days later, on (B)(6) 2017, the stimulation worked again but only for a short time, then it stopped again and they hadn¿t felt it since. Due to transportation difficulty, the patient was unable to go to their healthcare provider (hcp) office to refill their methadone prescription. As a result, they had been tapering the dosage and had been experiencing withdrawals from the medication. No falls or traumas were initially reported that could be related to the issue. However, the patient later stated that they had fallen once about 4-5 years prior to the date of this report. The patient also mentioned that they had chronic obstructive pulmonary disease (copd) and couldn¿t walk very far as a result. It was recommended that the patient follow up with their healthcare provider (hcp) to get some type of imaging to check their system placement. Indication for use is failed back surgery syndrome.